Event description:
During device change due to normal eri, fluoroscopy revealed externalized conductor distal to the rv coil. No electrical anomalies were present. Patient was asymptomatic. The lead was capped and a new lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.